Manufacturer narrative:
Corrected data: b5, h6(clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit vent shutdown. Pump was replaced by another pump. No patient injury was reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shutdown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d8, d9, g1 (contact personmfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Getinge field service engineer fse found one incidence of error code 118 in logs. Video generator board watch dog timer communication timeout. Could not duplicate failure. Pump powered up and functioned normally. Replaced video generator board as a precaution. After video generator board was replaced pump power up with error code 6. Touch screen configuration error. Was unable to calibrate touchscreen. Ordered part and returned replaced touchscreen. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer. The failure analysis and testing dept. Received part video generator board, touchscreen, cable with a reported unit failure of unit turned off while in use. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good condition. The fat dept. Installed parts in cardiosave test fixture and tested jointly and separately in accordance with factory specifications per procedure cardiosave service manual number. The failure analysis and testing department found that the lcd touchscreen calibration is malfunctioning. The failure analysis and testing department could not replicate the failure experienced by the customer. However, the fat dept. Was able to verify the malfunctioning touchscreen. Sent the boards to the respective supplier for further failure analysis as per procedure number. Retaining the lcd touchscreen and cable in fat dept per procedure. Failure analysis received from the supplier for the part. They stated fct touch screen fail test u41. Suspected defective component u41. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number. The following was submitted by failure analysis and testing dept. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit vent shutdown. Pump was replaced by another pump. No patient injury was reported.